Event description:
Fire dept personnel were attempting to monitor a walk-in pt complaining of dizziness. Allegedly the device powered up but the display screen remained blank. A back up monitor was used to monitor the pt. There were no adverse effects to the pt as a result of the alleged malfunction.